Event description:
On (B)(6), 2010 biosphere medical, inc. Became aware of an incident involving a (B)(6) male pt. Interventional radiologist reported to biosphere medical inc. That his (B)(6) pt treated with quadrasphere and embosphere died on monday, (B)(6), 2010. The pt had received two prior (B)(6) treatments at another hospital (location unk). The pt was discharged from (B)(6) hospital on friday, (B)(6), 2010 and his portal vein was open at discharge. The pt then went to the ER (at another hospital) on sunday, (B)(6), 2010 where he suffered a bleed. The ER department could not get an airway passage to give him oxygen and he passed away in the ER. The last (B)(6) procedure was performed by the physician on (B)(6), 2010. During that procedure, one vial of quadrasphere with 50mg of doxorubicin was injected and then about four 2ml syringes of 100-300 embospheres. The procedure was completed successfully and the physician indicated that he does not believe that the death on (B)(6), 2010 is a result of the quadrasphere or the embosphere.

Manufacturer narrative:
A device history record review was conducted. This lot met all the requirements of manufacturing and control specifications.